Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has lost a significant amount of weight and is experiencing soreness at her scs pocket site as the ipg is protruding. The pt would like the pocket site relocated and the ipg explanted and replaced due to its age. The pt is consulting with physician regarding surgical intervention.